Event description:
Customer reported that a button was frequently sticking, as communicated via email. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and a callback, so no further action was required.